Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent. The cause and treatment were not reported. On the same day as the event onset, the patient went to the out-patient department due to turbid effluent, was diagnosed with peritonitis and was hospitalized on the same day. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued. No additional information could be provided as the reporter declined follow-up.